Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the patient line tubing became separated at the base of the luer lock. The customers blood glucose (bg) level was impacted (400 mg/dl) the customer took a manual injection to stabilize bg level. The customer loaded a new cartridge.